Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level was 407mg/dl. The customer states the device is not doing anything and has a blank display. Troubleshoot was conducted. The customer was advised to insert new recommended battery and the display returned. The customer was advised to monitor the device, and to call back if issues persist.